Event description:
Pt was referred to the hosp by a neural clinic. The pt, a female of (B)(6), was suffering from lower back pain. The clinician prescribed a 10 minute interferential waveform electrotherapy to the pt's lower back. The pt completed the treatment. Post treatment the pt noted to the clinician that the treatment felt more intense this time. The pt returned home. The next day the pt informed the clinic of the injury. The pt did seek medical care for the resulting injury. The degree and extent of the medical care is not known. It should be noted that the pt had received electrotherapy treatment prior to this event. The treatment use was the @10 use of the electrodes. The treatment intensity was set to 65mv. The pt had not received any adjunct therapies in conjunction with the electrotherapy treatment. The pt had no known pre-existing conditions or skin ailments.

Manufacturer narrative:
The device has been received and is currently under eval. The device eval and any add'l findings will be provided up conclusion of the device eval.